Event description:
A medsun medwatch report was received stating that: "pt was not receving a tidal volume. Saturation drop and increased heart rate and blood pressure. Pt was coughing repeatedly. Pt was placed on a different vent; no pt harm. No problem was found with this ventilator. It functioned properly during testing and there were no system faults in the error log. Pt cough could have been source of the problem."